Event description:
The battery does not charge. It is unknown if there's patient involvement.

Manufacturer narrative:
Initial reporter name and address: reporting institution/ reporter phone # (B)(6).

Manufacturer narrative:
The user received a battery failure message and audible alarm when the unit was activated; the unit was not connected to a patient at the time of the reported event. There was no patient impact. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Per a gfe response, it has been confirmed that a battery replacement was necessary. A replacement battery has been ordered to resolve the reported issue. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.